Event description:
It was reported to medtronic neurosurgery that the edm lumbar catheter was cut. According to the report, it was explanted.

Manufacturer narrative:
The product was unavailable for return. Therefore an eval of the device performance was not possible. It is unk what caused the reported event. The instructions for use that accompany the device caution that low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. The instructions for use that accompany the device caution that "to avoid transection of the catheter, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle and catheter must be removed simultaneously." A review of the mfg records was not possible as no lot number was provided. All of our catheters are 100% inspected at the time of MFR.